Event description:
It was reported that a foreign body reaction had occurred with the pt. Duragen plus had been implanted. Duraseal was used in conjunction with the duragen plus. The size of the duragen plus was not reported. It was reported that the surgeon did not want to take the complaint further at this time. All further pt info, procedure dates, and product details will not be provided. No other info will be expected to be received.

Manufacturer narrative:
Based on the reported info, the findings were as follows: the reported condition could not be confirmed. Info regarding the lot number of the product was not reported. The product was not returned for eval. Hence, the root cause could not be determined. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.